Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the lead helix exhibited difficulty extending and retracting. After suturing the lead, imaging was taken and noted the lead had dislodged. The lead was not used and replaced. The patient was in stable condition.